Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had increased water weight. It has gone away after changing some blood pressure medicine and the weight was down to normal and now they have 2 more bars. The cause of the issues was not determined. The patient has a right si injection scheduled to see if that will help with the new pain. The patient did not get anymore right sided relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to feel stimulation on the right side. The patient had a fall in february that increased pain on the right. Impedances were checked and contact one was out. The patient also noticed an increased recharge burden. The patient has increased water weight and the physician was trying to figure out the cause. The device was reprogrammed. The patient was going to call the rep in one week to see if there was an increase in right sided pain relief. The issue was not yet resolved, and it was unknown at this time if surgical intervention would occur. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.